Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient suffered from a radius fracture. It is reported that on (B)(6) 2013, as surgeon inserted a va lockscr 2.4 selftap l16 tan by use of a torque driver, the screw did not lock and penetrated the plate. No further information is available at this time. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found.